Event description:
PICC was inserted on 4/10 into right basilic vein. Insertion was uneventful w/ good blood return. On 4/11, nurse noted that PICC would not flush. Two doses of tpa used to declot. Catheter began to leak. PICC nurse called for evaluation. Chest x-ray showed catheter was not in svc. PICC nurse removed dressing & slightly rotated & pulled back on catheter to locate leak. Hub & 9cm segment separated from catheter body. Doppler scan confirmed 34 cm portion remained in pt's arm. Pt was transported to cath lab. Portion was removed by cardiologist thru groin. On 4/12, another PICC was placed into pt's left basilic vein. Pt was released from hospital. Pt remained stable. No pt complications reported.